Event description:
It is alleged that the camera cannula mount broke and a small piece of black plastic reportedly fell inside the pt. It was reported by the surgeon that the piece was immediately removed and that no pt injury was observed.